Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that air ingress occurred. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use in the left atrium. During introduction, the device appeared to be leaking air. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.